Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus display was upside down and backwards. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the display was upside down and flipped. It happened prior to the case, not during, and no patient involvement. Another endoscope was used in place of the broken one.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and the findings did not replicate or confirm the customer reported event. The logs were reviewed and errors were found. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and found with cosmetic damage. The cable integrated connector housing exhibited discoloration. The endoscope was found with the printed circuit assembly (pca) board and exhibited missing electrical contact(s). The endoscope had damage to the cable assembly with was deformation in cable insulation. The endoscope was tested and failed due to wahoo paddleboard defect.

Event description:
Refer to h11 for follow-up information.